Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb was replaced which resolved the issue. No log files or service report has been provided and no part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.